Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, while the consumer was dispensing johnson and johnson reach clean burst icy spearmint dental floss (lot number 0734d, expiration date unspecified) for the first time for general oral care, the consumer noticed that the entire metal cutter including inner parts or plastic assembly broke off and it fell apart from the container. The consumer also noticed that the plastic insert that holds the spool of floss popped out. The consumer attempted to reinsert the plastic insert and the plastic assembly back into the container but was not able to dispense the floss properly afterwards. The consumer mentioned that normally it was easy to floss, but with the device the consumer could not even floss the teeth because it kept breaking when dispensing and before using it. This report had no adverse event. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 19-sep-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 29-jul-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, while the consumer was dispensing johnson and johnson reach clean burst icy spearmint dental floss (lot number 0734d, expiration date unspecified) for the first time for general oral care, the consumer noticed that the entire metal cutter including inner parts or plastic assembly broke off and it fell apart from the container. The consumer also noticed that the plastic insert that holds the spool of floss popped out. The consumer attempted to reinsert the plastic insert and the plastic assembly back into the container but was not able to dispense the floss properly afterwards. The consumer mentioned that normally it was easy to floss, but with the device the consumer could not even floss the teeth because it kept breaking when dispensing and before using it. This report had no adverse event. This report was considered as a reportable malfunction case in the united states. Additional information was received on 09-sep-2014. On 22-aug-2014, a returned sample, containing only the dispenser case and the green bobbin was received opened and used. Based on the visual evaluation performed on the sample received, a determination could not be performed as the plastic insert and the cutter were not received to verify the consumer reported defect. A review of the data revealed no trend for the lot number. The retained sample was visually evaluated and did not present any defect associated with the loose cutter. The device history records were reviewed and no issues were found related to loose cutter defect. The manufacturing related issues were reviewed, and no issues related to loose cutter defect were found associated with the lot number and product reported.. The device was used as intended for treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.